Event description:
It was reported that the device reached elective replacement indicator (eri) and had apparent premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in the field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 96% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device is pre/approaching elective replacement indicator (eri). The weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.903 to 2.636 volts between (B)(6) 2012 is before device recommended replacement time (rrt) <= 2.6251 volts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.